Event description:
It was reported that the spinal cord stimulation (scs) patient experienced abnormal arrythmias and coded during a trial lead procedure while the leads were being placed. The patient recuperated without chest compressions. The trial leads were pulled out and discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7201383.